Event description:
It was reported that during a brachytherapy implant procedure for prostate cancer, a needle broke as it was being retracted and the plunger was being pushed in. The dr. Felt a pop and the imaging showed that the needle was broken. The ultrasound probe was removed from the patient and a small incision was made in the patient's perineum and the indwelling needle piece was removed. Even though some of the needles had hit bone, the doctor did not think this was one of them. When a needle hits bone, the doctor removes the needle, repositions the needle and does not force it if he feels resistance. There were three seeds remaining in the portion of the needle that was removed from the patient. The needles for the procedure had been loaded on-site at the hospital by the customer using I-125 seeds. There were no further complications reported.